Event description:
It was reported that this right ventricular (rv) lead exhibited a lead safety switch (lss) due to impedance measurements of greater than 2500 ohms. It was noted the impedances were intermittently high, and after the lss, rv noise and oversensing were observed due to myopotential oversensing in unipolar configuration. Boston scientific technical services (ts) discussed programming and troubleshooting options with the health care professional (hcp). No adverse patient effects were reported. The devices stem remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).